Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549632, expiration date 05/31/2008). Reference medwatch report with (B)(4) for the suspect device used in system 2.

Event description:
Customer states, she received values of 318 mg/dl, 320 mg/dl on advantage system 1 and 135 mg/dl on advantage system 2 within ten minutes. No adverse events related to the back to back readings as no actions or inaction was taken based on the values. No adverse event reported. Requested return of suspect device and replacement was sent.